Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing twice a day (fasting) and the customer is taking medication for her diabetes (pill form). The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication.